Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was 151 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.